Event description:
It was reported that the customer experienced a tandem mobi cartridge alarm on multiple occasions, with alarms confirmed in the pump history with different, consecutive cartridges. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. As a corrective action, the customer was instructed by technical support to use multiple daily injections (mdi) as a backup therapy if necessary and to follow specific steps upon receiving a replacement pump, which technical support sent to the customer. The customer acknowledged and understood the instructions provided for safely storing and returning the problematic pump.